Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the forearm. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with another 6.0 x 40 75cm mustang¿ balloon catheter. No patient complications nor injuries were reported.